Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2017 with high readings. Customer had symptoms such as not feeling well. Customer was treated at the hospital. Customer was wearing insulin pump at the time of hospitalization. Troubleshooting was performed and it was found that the drive support cap appeared normal. The customer reported no power, low battery and no delivery in the alarm history. The insulin pump was not returned for analysis.